Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted, with the results listed below: returned product found that the intraocular lens stayed in the middle of the head of the injector and was rotated, and the posterior condyle was jammed. The injector rod had been detached from the injector body, but there was no obvious damage to the injector rod or deformation. The slider did not advance forward, and traces of lubricant residue were found at the introduction head. All production records were checked and no non-conformities and / or deviations were found. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Injector problem; injector knob / plunger detachment. Patient impact: no impact. Event occurred in (B)(6), there was no impact to patient. However, it was reported as an adverse event case by the hospital to the (B)(6) authority.